Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the lead failed to capture. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture and lead damaged. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of lead damaged was confirmed. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received noted that the lead was damaged.